Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was not reproduced in the repair department's equipment inspection. No new defects/malfunctions were found during the inspection. Based on the results of the investigation, no device problem was found. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: warning regarding unexpected disappearance of endoscopic images or inability to unfreeze warning the following precautions should be strictly observed. Endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Do not bump or drop this product. Water leakage may damage the product's internal electrical circuits. The video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Using the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image displayed. There were no reports of patient harm.